Event description:
The customer reported the end of a seal cycle was not reached. The unit was exchanged with a new one and this caused the surgery time to extend more than thirty minutes. Additional questions in regard to the incident have also been asked but no response has been received to date.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.